Manufacturer narrative:
E1: customer (person) phone = (B)(6), g4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an 'ncircle tipless stone extractor' separated inside the patient during a laparoscopic cholangiolithotomy procedure. The user was able to remove one stone. While attempting to remove a second stone, the user encountered resistance as the stone became stuck at the distal end of the common bile duct. The user used extra force to remove the basket, and the basket separated. The user was able to fully remove the separated device fragment prior to cessation of the procedure. However, an 'endoscopic retrograde cholangiopancreatography' procedure was scheduled for the following day (B)(6)2024] to remove the remaining stone(s). A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: b1, b5, d9, h1, h6 [impact code (addition of f1909); component code]. Investigation evaluation as initially reported, the basket of an 'ncircle tipless stone extractor' separated inside the patient during a laparoscopic cholangiolithotomy procedure. The user was able to remove one stone. While attempting to remove a second stone, the user encountered resistance as the stone became stuck at the distal end of the common bile duct. The user used extra force to remove the basket, and the basket separated. The user was able to fully remove the separated device fragment prior to cessation of the procedure. However, an 'endoscopic retrograde cholangiopancreatography' procedure was scheduled for the following day [20dec2024] to remove the remaining stone(s). A section of the device did not remain inside the patient¿s body. However, based on the dfa, only a portion of the basket detached, but no fragment fully separated from the device. The user removed the device intact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One, used, ¿ncircle tipless stone extractor¿ was returned for investigation. The basket was received in a closed position and could not be deployed due to significant damage to the basket sheath near the handle. The sheath had to be cut at damaged area in order to pull basket wire from sheath. The cause for the sheath damage could not be established. No damage could be seen to the basket or basket wires. The basket assembly was attached to the device and not separated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions: the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ ¿how supplied upon removal from the package, inspect the product to ensure no damage has occurred.¿ conclusion the returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was damaged at the handle, preventing basket function. The basket assembly was attached to the device and not separated. Based upon the available information and results of the investigation, cook has concluded that the cause of the sheath damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: only part of the basket separated from the device. The user removed the device as a whole as there was no device fragment that completely separated from the device.